Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported an elevator fractured during an extraction procedure. The physician did not recall which tooth was extracted. He stated that the case went fine, but after the case, his assistant noted that the elevator was chipped at the tip. Therefore, he took an x-ray to confirm that no piece remained in the patient's mouth. The x-ray confirmed there was no foreign body. He indicated that he routinely irrigates and suctions thoroughly and believes that the piece was likely picked up during suction. There was no injury or delay in the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Reported event was confirmed by review of a photograph. Product identity could not be confirmed due to the part not being returned. Functional testing and inspections could not be performed due to the product not being returned. In the photograph provided by the surgeon, there is one elevator with a tip that is chipped; therefore, the complaint is confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to the instrument experienced force in excess of what it was designed to encounter. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.